Event description:
It was reported to boston scientific corp that an amplatz renal dilator was received in materials management at the user facility. During unpacking the device, they noticed a hole in the packaging. Follow up confirmed that the hole was in the sterile packaging. The device was not used on a patient, and there was no patient involvement.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed.